Manufacturer narrative:
Device not returned. (B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine generator changeout, lead noise was observed on the right atrial lead. The noise was intermittent and difficult to reproduce. Following a successful dft test, noise was visible. It was also noted that low, out of range pacing lead impedance was observed. The lead was capped and replaced without adverse consequences to the patient.